Event description:
Following intra-arterial infusion of 5 mg intergrelin, the patient underwent successful mechanical thrombectomy of the right internal carotid artery (ica) and m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Following angioplasty, a non-stryker stent was placed across the right ica lesion. Complete revascularization of affected vessels were achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The same day post procedure, the patient suffered a cerebral edema located in the treated right mca area. The patient was treated with a right sided hemicraniectomy and medical management (not specified). However, the patient¿s condition did not improve. The event reported as related to the procedure and unrelated to the device.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Cerebral edema is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The subject device is not available to the manufacturer.